Event description:
It was reported during an implant attempt that the passive lead could not be successfully positioned and the physician desired another location that required active fixation. The lead was not used and another lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.